Event description:
Customer reports that the automatic applier does not deliver clips. No pt/user injury or intervention reported.

Manufacturer narrative:
Sample product requested, but not received. Eval, method: no sample received for eval. Assembly process documented. Results: manufacturing - no changes in product materials, equipment in production, or inspection requirements. Personnel involved on the production of the reported lot was appropriately trained. Layout was modified due to a continued improvement project. Conclusions: no root cause can be identified. Lot reported was manufactured prior to improvement in production layout. History record indicates no rejections.